Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had a dislodgement after the patient's first check and has been programmed vvi since. It was also reported that the right ventricular (rv) lead exhibited oversensing, high and undefined impedance, noise and cross-talk. The ra lead remains in use. The rv lead was reprogrammed to unipolar and remains in use. No patient complications have been reported as a result of this event.